Manufacturer narrative:
The problem may be caused by an inappropriate usage. While encountering to dense bone, the surgeon should use the tibial peg drill to make four pilot holes before positioning the tibial tower onto the tibial baseplate trial, otherwise the device breakage might happened. On the other hands, the device manufacturing manner of the spike part has been revised from one-piece machining to welding to further enhance the device strength.

Event description:
Dr. Removed the tibila tower using the slotted hammer with the punch and punch adapter inside of the tower. Once the assembly was clear of the patient, the front right spike on the underside of the tibial tower fell off onto the surgical drape. Standard surgical protocol was followed, there was no delay to the case, the patient was unaffected and the case was completed successfully.